Event description:
Customer reported that during a phacoemulsification procedure, the surgeon experienced chamber collapse, which resulted in loss of the posterior capsule and intraocular lens (iol). The patient required a vitrectomy. The patient was sent to retina specialist for iol removal and sutured iol.

Manufacturer narrative:
The field service engineer (fse) visited site and upon inspection and analysis of the unit the fse found the unit to meet all amo specifications. No problems were detected. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.